Event description:
A medtronic representative reported that in a cranial procedure, the surgeon alleged an approximate 1cm inaccuracy while using the hud with medtronic software. The surgeon verified accuracy with the scope probe but did not indicate whether accurate or not. The surgeon stated only felt inaccurate with the scope, all the other instruments and software was accurate. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic representative, following-up at the site performed a navigation system check-out, all areas passed. The microscope hud and instruments were accurate in the software. The medtronic representative was unable to duplicate the reported inaccuracy issue. System is functioning properly. No further issues have been reported. No patient files/scans have been submitted to manufacturer for evaluation.